Manufacturer narrative:
The lesion was pre-dilated with an aviator balloon (4x30). Following pre-dilation, the guidecatheter was able to be passed across the lesion and the stent was advanced through the guidecatheter to the diseased area. Just prior to stent deployment, the patient was experiencing a "funny feeling". It then became apparent that the patient had a slight degree of aphasia and right upper arm extremity weakness. The stent was then deployed, and there appeared to be a 30% residual stenosis. Due to the neurological effects felt by the patient, the physician elected not to post-dilate the lesion. A post-procedure left carotid angiogram was performed with intracranial views and no abnormality was noted. By the end of the procedure, the patient's deficit was improving although her blood pressure was raised. The patient was back to normal neurological status upon arrival to the critical care unit (ccu). A post-procedure neurological exam showed slight drift with the right arm, notable leg weakness. The patient had occasional paraphasic errors with repetition difficulties. Her speech was otherwise fluent. Reflexes were normal. Nih stroke scale was 2. The patient's diagnosis was a small cortical stroke after a carotid stenting procedure, with minimal deficits and anticipated excellent recovery. The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt. Please note that this medwatch report represents one of three cordis products that was involved in this event and is related to mfg# 9610978-2007-00369, 9616099-2007-01915, and 1016427-2007-00105.

Event description:
During an index procedure on the left common carotid artery, the patient experienced dysarthria and hemiparesis to the right side. The angioguard device was in place at the time of the event. The patients' recovery was full with no deficit. Diagnosis was ischemic stroke. The patient is a female with a history of hypertension, hypercholesterolemia, history of migraines, myocardial infarction, arteriosclerotic heart disease, chronic obstructive pulmonary disease, and thrombocytosis. The patient has a past surgical history of c-section, hysterectomy, coronary artery bypass in 2000, and cervical disc surgery times two with fusion and previous left carotid endarterectomy. The vessel was described as moderately tortuous, mildly calcified, with a 90% stenosis. The patient was enrolled in the study. The physician made access to the patient in the right common femoral artery. A 5fr pigtail catheter was inserted and placed in the distal ascending aorta and an aortic arch angiogram was performed. The pigtail catheter was removed and a selective glide catheter was placed in the left common carotid and a selective left common carotid angiogram was performed. The catheter and the 5fr sheath were removed and an 8fr sheath was placed over the guidewire. An 8fr right 4 guide catheter with a shuttle select h1 catheter indwelling was placed over the guidewire. Initially a 6mm angioguard filter was placed leaving the initial wire in place as a buddy wire. The filter was maneuvered into the distal internal carotid artery (ica) and deployed. There was significant difficulty; however, the proximal portion due to its very low location and type ii arch. Before a balloon was advanced for pre-dilation, the guidecatheter became dislodged. The physician re-maneuvered the guidecatheter back into the orifice of the vessel and elected to remove the 6mm angioguard, which was successful, and insert a 7mm angioguard which was successfully deployed.